Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp2401 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redp2401) have been reported from the same facility.

Event description:
It was reported "PICC line broken at home." No other information was provided.